Event description:
Pt with infusaport found to have approx 9.5 cm of the distal catheter lying in the right atrium and ventricle. Unit removed from pt in two separate procedures. The catheter was removed via percutaneous venous puncture in groin. The infus-a-port was removed several days later in this facility.